Event description:
On (B)(4) 2013, product monitoring received notification that an extravasation occurred during use of the injector. The cannula was removed to allow any contrast to be massaged out through the injection site, a cold compress was applied and advice given to the pt to keep the arm elevated. Pts are also advised to observe the site for any further problems. No further info at this time.

Manufacturer narrative:
The customer reported extravasations had occurred on this injector recently and desired to have it checked by regional service. The mallinckrodt regional service engineer found the pressure to be within manufacturer specifications. Proper operation of the injector was verified.